Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extra cardiac stimulation. It was also reported that the implantable pulse generator (ipg) automatically reprogrammed the outputs when the physician attempted reprogramming. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) outputs were successfully reprogrammed and autocapture was turned off.